Manufacturer narrative:
Date of event: unknown/not provided. The intraocular lens was not implanted. (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, model zcb00v that has a similar device, tecnis 1-piece iol model zcb00 which is distributed in the united states under PMA p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when the intraocular lens (iol) zcb00v + 20.0 diopter package was opened, a zcb00v lens of a different diopter (+21.5) was found inside. This device was not used and the procedure was completed successfully with a replacement iol. There was no patient injury. No additional information was provided to johnson & johnson surgical vision, inc.

Manufacturer narrative:
Device available for evaluation, returned to manufacturer on 3/1/2018. Device evaluation: the sample was received for evaluation along with some photos. The photos showed a folding carton package for a zcb00v model with s/n: (B)(4), diopter 20.0. Evaluation of the lens returned: a folding carton package for a zcb00v model with s/n: (B)(4), diopter 20.0 was returned. The components returned in the folding carton package are as follows: the lens is as zcb00v model, s/n: (B)(4), diopter 21.5. The iol returned inside inner sealed pouch. It was also observed in its lens case insert; the outer pouch was not returned; patient implant card belongs to zcb00v model, s/n: (B)(4), diopter 21.5; directions for use. Based on the visual testing results, the reported complaint was verified. However, based on the analysis performed, there is no evidence of a contributing factor that would lead to a possible mix-up of both production orders during the in-house manufacturing processes. Therefore, there is no indication of a product quality deficiency. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.